Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/29/2017 with the following findings: investigation revealed that the keypad cover, keypad flex, and button contacts were all missing, making the pump unusable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the keypad button contacts were missing. This report is made based on results of investigation completed on 03/29/2017.